Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that customer was not able to load the reservoir and rewind. Customer¿s blood glucose was 155 mg/dl at the time of incident. Customer stated that the insulin pump was no allowing to rewind and it had pump error alarm on display. Customer did not receive complete status with next highlighted on the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomaly or prime or fill anomalies noted during testing. Device functioning properly during testing. (B)(4).